Event description:
It was reported that intermittently the c-arm column on the 9800 sys would not go up, however it would go down. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Replaced the ps3 power supply. The sys was tested and found to be working as intended and placed back into svc.